Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the right ventricular lead exhibited intermittent capture.

Event description:
It was reported that bradycardic patient presented to the emergency room with dizziness. Upon interrogation, patient's right ventricular(rv) lead exhibited dislodgement, high capture thresholds and decreased r-wave amplitude. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.